Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump and now the screen is unreadable due to a crack. The patient's blood glucose at the time of incident was 120 mg/dl. No unexpected alarms occurred. The insulin pump is eligible for replacement, but no products have been shipped or returned as of yet.